Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: finding of tissue pad was worn. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the issue of worn of the tissue pad occurred due to component failure and the broken tip it is likely occurred due to stress problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the thunderbeat's tip was broken. The malfunction occurred during a therapeutic myomectomy procedure. There were no reports of patient harm and the procedure was able to be completed with a backup device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.